Manufacturer narrative:
(B)(4). Retained samples of the same lot were inspected visually and for their ph. In addition, one electrode was applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. As no further information was provided despite repeated requests no further investigation could be conducted. No conclusion regarding the cause of the allergic reactions can be drawn.

Event description:
On (B)(4) 2014, we have been informed about an incident with ECG electrodes. A distributor reported that three patients had severe allergic reactions when using ECG electrodes skintact w-vh01. The distributor was asked to provide more information by having a questionnaire completed for each patient. After repeated requests for this information the distributor stated that his customer had no further incidents and did not want to continue with the investigation.